Event description:
The customer called and reported there was a blockage in the infusion set tubing and customer received multiple no delivery alarms on the insulin pump. Customer's blood glucose was over 400 mg/dl. It was reported the alarm was resolved by an infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.